Event description:
The user facility reported that during a patient procedure a patient slid towards the head section to their 5095 surgical table while the table was in the trendelenburg position. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed that the tabletop was sliding towards the head section of the table when positioned in trendelenburg. The slide motor was replaced and the table was tested, confirmed to be operating according to specification and returned to service. An exact cause could not be determined based on the technician's inspection; however, the event may be attributed to a misalignment of the motor gear with the tabletop rack. The device history record (DHR) was reviewed and confirmed that the device was manufactured to specifications. No additional issues have been reported.